Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband called in to report the insulin pump alarmed for no delivery while they were priming the set. Blood glucose reading was 54 mg/dl. Husband stated that when they pull down on the plunger there is pressure. It was also mentioned that the reservoir is not stopping at the amount where the customer wants it to when filling. Advised that the reservoirs will be replaced. Nothing further reported.